Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. During the inspection at repair center, it was found that due to corrosion on plug unit, e315 occurs causing a black screen and no image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had no image. The issue was observed during inspection for use for a diagnostic (gastroenterology examination) procedure. The procedure was completed with a similar device with no delays. No patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded scope connector during user handling of the device which caused abnormality in electrical components, causing the suggested event. The event can be prevented by following the instructions for use which state: " inspection of the endoscopic image. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.